Event description:
The customer reported being hospitalized due to high blood glucose of 700mg/dl, and he was treated with manual injections. The customer experienced nausea and vomiting. Troubleshooting was performed. The caller stated that he was feeling sick for a couple of days due to an infection. The customer mentioned that he changed the infusion set and his glucose level dropped from 500 to 167mg/dl. Then the insulin pump stopped working and his glucose level went up again. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. The caller stated that he inserted the infusion set incorrectly, and he changed the infusion set three times, but his glucose level still went up. The customer fell that the insulin pump was not functioning properly and requested that the device be replace. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.